Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter, a molding defect and a cocked stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes had three issues: foreign matter in tube, stopper creep out, and tubes/ extenders molding defect. The following information was provided by the initial reporter: ¿ 1. Brown smear on the clear part of the shield. 2. Stopper not assembled correctly. 3. Shield side burr.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes had three issues: foreign matter in tube, stopper creep out, and tubes/ extenders molding defect. The following information was provided by the initial reporter: ¿ brown smear on the clear part of the shield. Stopper not assembled correctly. Shield side burr.¿